Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced tricuspid valve performance issues. It was also reported that the right ventricular (rv) lead was explanted and replaced with a leadless implantable pulse generator (ipg) system, secondary to the rv lead contributing to the tricuspid valve performance issues. No further patient complications have been reported as a result of this event.